Manufacturer narrative:
As reported, a patient developed an infection eight days post procedure after use of a 6-12f mynx control venous vascular closure device (vcd). The patient developed a big nodule on the left groin that was erythematous and tender. The patient was put on antibiotics. The reaction resolved right away. The procedure was a combo watchman pulsed field ablation (pfa). The device was discarded. The user is in training to the device. The product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record review could not be performed. Based on the limited information provided, it is not possible to draw a conclusion about a clinical relationship between the device and the event. Without the return of the device for analysis and based on the nature of the event since patient conditions cannot be duplicated in the lab, the reported customer complaint "infection" could not be evaluated. With the limited information provided, without the return of the device, and with no procedural films, the cause of the reported event could not be determined. It is possible that factors related to the procedure, handling, and/or patient anatomy contributed to the reported event. Although not intended as a mitigation of risk, the information for safety within the IFU and patient brochure is provided in the product¿s labeling with the intent to make the user and patient aware of the risks. According to the mynx control venous IFU, ¿apply a sterile dressing once hemostasis is achieved. It is recommended that the patient follow physician orders regarding patient ambulation and discharge. Refer to patient brochure for post-care instructions.¿ according to the patient brochure, which is not intended as a mitigation, the puncture site post procedure care instructs, ¿re-apply a new band-aid every day or more frequently for 5 days or until a scab has formed at the site. Keep the site clean and dry. You may shower 24 hours after the procedure, and gently clean puncture site with soap and warm water. Do not submerge wound until completely closed. After showering, gently dry the site by patting with a clean towel and completely air-dry before covering with a band-aid. Avoid tight fitting clothes or underwear until the site has healed.¿ based on the information available for review, there is no indication to suggest that the reported incident could be related to the design or manufacturing process of the units. However, a risk assessment has been initiated to further investigate similar complications reported.

Event description:
As reported, a patient developed an infection eight days post procedure after use of a 6-12f mynx control venous vascular closure device (vcd). The patient developed a big nodule on the left groin that was erythematous and tender. The patient was put on antibiotics. The reaction resolved right away. The procedure was a combo watchman pulsed field ablation (pfa). The device was discarded. The user is in training to the device. The device will not be returned for evaluation because it was discarded.

Manufacturer narrative:
This device is reported to be available for analysis but has not been documented as received at the time of this report. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, a patient developed an infection eight days post procedure after use of a 6-12f mynx control venous vascular closure device (vcd). The patient developed a big nodule on the left groin that was erythematous and tender. The patient was put on antibiotics. The procedure was a combo watchman pulsed field ablation (pfa). It is unknown if the device will be returned for evaluation.